Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The patient further reported that the rv lead retracted after the implant procedure and is not in the right place. The rv lead remains in use. No patient complications have been reported as a result of this event.